Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump display went blank. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.